Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cabinet had a black screen. The customer stated that user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cabinet had a black screen. The customer stated that user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen. A field service engineer (fse) verified that all in one was powered on since the user disconnected the cable to drawer module three. Fse identified that the power controller board for drawer 3.2 was causing the failure. Fse replaced the controller board and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.